Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial # unknown) unknown endo gia sulu (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic roux-en-y gastric bypass procedure, on the third reload, although the device fired normally there was an error message indicated by an exclamation mark in a yellow triangle. On the fourth reload, the device would not articulate further when the surgeon attempted to do so. Then the surgeon could not remove the reload because the reload could not get to straighten, requiring manual removal using manual retraction. The jaws were not clamped on tissue and remained open when the surgeon attempted further articulation. The surgical team replaced the handle, shell, adapter, and reload to continue the case. No patient complications have been reported as a result of this event.